Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other pain indication. It was reported that patient device is not working. No patient symptoms or complications were reported in this event.